Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, having problems with prosthesis, concern of recall, "apparent extravasation of small silicone content due to possible rupture of the prosthetic wall", change of shape. The device remains implanted.